Event description:
A healthcare professional reported a left side rupture diagnosed with MRI test. The device has been explanted and replaced.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified, underweight, red particles in the shell and gel and broken shell. A visual and microscopic analysis was performed which identified, sharp broken on posterior, striated opening on posterior and missing shell. A dimension measurement in the shell was performed which identify, the thickness within specification. Based on the device analysis, the final assessment is: a sharp broken on posterior assessed, as an unidentified (tear) opening. A striated opening on posterior assessed, as surgical damage. Missing shell assessed, as inconclusive.

Event description:
A healthcare professional reported, a left side rupture. Diagnosed with MRI test. The device has been explanted and replaced.